Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a valgisation osteotomy to consolidate the neck of the femur (installation of plates and screws) in a patient as part of second surgery to consolidate the femur head and straighten the supports. It was reported that inductos was used off label where 1/3 of inductos was used to replace fibula near the periost 1/3 in the right hip and the last 1/3 in the left hip. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4 510(k)#: this part is not approved for use in the united states; however, a like device catalog # 7510800, PMA # p000058 and UDI # (B)(4) was cleared in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.